Manufacturer narrative:
E1 - (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: incompatible scope error e315. Based on the results of the investigation, a probable root cause could not be identified regarding the customer's allegation. Regarding the e315 scope error code, it is likely the following led to the malfunction: corroded contacts on the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a b30 (scope communication error) code. The issue was found during maintenance of device. There were no reports of patient involvement.